Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure. The device was safely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.